Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting may have developed hernia in their upper abdomen.

Manufacturer narrative:
Per medical review: following coolsculpting treatments on fall of 2021 to unspecified area, possible hernia in upper abdomen was reported by a patient. No medical diagnosis, event treatment, pictures or other supporting documents, neither any pertinent medical history, previous surgeries or medications. Information about the exact location and type of hernia would also be needed. The relationship with the device cannot be clearly established at this point, due to insufficient information. When requested information becomes available the case will be re-evaluated. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Upon further review, this report has been identified as a duplicate report.

Manufacturer narrative:
H11: correction: upon further review of the reported event, this report has been identified as a duplicate of previously submitted medwatch report 3007215625-2022-01184.